Event description:
Reporter indicated that device diagnostic testing during generator replacement surgery for end of service resulted in an error when the new generator was connected to the original lead, indicating possible device malfunction. The lead was also replaced. Lead break is suspected. It is not known at this time whether the lead was damaged during the generator explant procedure or whether a possible lead malfunction existed prior to the surgery.